Event description:
Three days following first treatment of n-lite to reduce wrinkles, pt experienced lower eyelid edema/seroma formation. The n-lite was set at 2.8j and the area was treated without any overlap of pulses. Seromas were 4.5 cm in diameter and consisted of nontender diffuse fluid filled areas. Edema continued until march 2003, at which time it resolved spontaneously. Microdermabrasion preceeding treatment.